Event description:
It was reported to philips that system's wireless footswitch pedals were stuck when activated. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The investigation confirmed that no issue with the pedal being stuck was reported by the customer and that the customer initiated an inquiry to determine if their system was affected by fsca 2024-igt-pun-003. Philips responded to the customer, confirming that the system is not affected by the fsca. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the information was reported. Since that time, it was identified that no malfunction of the philips system occurred. Investigation identified that this was a customer inquiry regarding fsca 2024-igt-pun-003. Since there was no malfunction of the system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.